Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the head tube housing, forks, stems on the base frame are stripped out. No other information provided.